Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulty inserting the guide wire was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device relative to a transcatheter aortic valve replacement procedure. Reportedly, the proglide would not advance over the terumo radifocus ii guide wire. Hemostasis was achieved with another proglide device using the same guide wire. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.